Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker was suspected to be prematurely depleting. The longevity of the battery had dropped from two-and-a-half years remaining to six months remaining within half a year. At this time no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated no intervention will be performed at this time and the patient will continue to be monitored. The pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.